Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump displayed malfunction code after an empty cartridge event, and customer contacted technical support for assistance. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted customer in successfully resetting pump, confirmed malfunction did not recur, and advised customer to continue using pump and call back if malfunction code returned.